Event description:
Complaint alleges: during lap chole, the applier misfired and then reloaded incorrectly. Clip was removed from the abdominal cavity and the area was thoroughly irrigated. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints. (B)(4).